Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer's blood glucose value was 589 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as nausea and vomiting as result of high blood glucose. Customer was treated with insulin drip. It was also reported that the insulin pump was not working. The insulin pump will not be returned for analysis.